Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user received repeated alert 38 (motor stall) messages during a supply change. The user was unable to complete the fill-tubing process despite restarting the device. A replacement ilet was issued, and the user transitioned to backup therapy until setup of the new device. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.